Event description:
This was a lead extraction case performed in the or to remove four leads due to infection, 2 rv ((B)(4), placed (B)(6) 2008; (B)(4), placed (B)(6) 2010), 1 ra ((B)(4), placed (B)(6) 2008), and 1 lv ((B)(4), placed (B)(6) 2010). An arterial line was placed and tee and fluoroscopy were utilized throughout the case. Surgical backup was readily available, and blood, perfusion, and a thoracotomy tray were all available in the room. Each lead was prepped with an lld-ez, and a 16f sls ii was used to remove all 4 leads. All leads were removed prior to the status decline of the patient. During the removal of the final lead (lv), traction was used after lasing to remove the lead. Tee showed what appeared to be a small tear in the great cardiac vein and small effusion around the bottom heart border. A drop in blood pressure was noted, so the ep surgeon performed a pericardiocentesis to withdraw blood from the pericardium within 1 minute. Effusion appeared to remain, so the CT surgeon was called and arrived within 1 minute. The patient's bp dropped and chest compressions were started. Within 2 minutes a median sternotomy was performed and injury identified. Patient was put on bypass and median tear in the svc was repaired, as well as a small tear to the great cardiac vein. The patient was in stable condition and still hospitalized 3 days after the case. No device was returned for engineering inspection. There were no issues or non-conformances noted during an internal lhr review.